Event description:
The device was returned to the service ctr for a report from the customer contact of malfunction, front bezel is broken and broken connectology. This is not a reprotable malfunction. However, during verification testing at the service ctr, it was noted that the device touchscreen does not respond when pressed.

Manufacturer narrative:
Testing and investigation found the touchscreen did not respond when pressed. The probable cause was due to contamination on the bottom of the touchscreen due to fluid ingress. The device has been identified as part of a product recall. This report represents all the info known by the reporter upon query by hospira personnel.